Event description:
Per the clinic, the patient experienced poor magnet retention due to thick skin flap and improper placement. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.